Manufacturer narrative:
Device lot number and device UDI number unavailable. Initial reporter information unavailable. No parts have been returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the site had a damaged passive planar blunt probe. There was no reported patient involvement.

Manufacturer narrative:
Additional information added to the brief description. The facility did not attempt to verify the probe. Initial reporter information was provided and updated in the appropriate fields. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the site had a damaged passive planar blunt probe for which they requested a quote. There was no reported patient involvement. The site did not try to verify the instrument; "it was bent during sterilization and the bend could be [visibly] seen."

Manufacturer narrative:
Additional information: device lot number and device UDI number updated. Device evaluation: the passive planar blunt probe was returned for analysis; through visual/physical examination and functional testing, the reported issue was unable to be duplicated. The returned probe was found to be in good condition with no apparent physical damage. With markers attached and fully seated, the probe returned good geometry and divot error readings. There was no problem found. Additional information: device manufacturing date updated. If information is provided in the future, a supplemental report will be issued.